Manufacturer narrative:
(B)(4). The product has been requested to be returned, but has not been received. MFR reference file # 2010-01091.

Event description:
The customer reported that the alarm was in use on a patient and it has power, but no alarm tone when pressure is off the sensor pad. There was no patient incident or injury reported.